Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00109 (avaulta posterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".

Event description:
Procedure: pelvic organ prolapse. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and will likely undergo corrective surgery.